Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor was displaying an audio malfunction message. The customer stated that they were not able to generate an audible alarm.